Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Additional information was requested and the following was obtained: were the clips malformed? Unknown. Did the clips cut the tissue? Yes. Did the jaws of the device cut the tissue? It was stated the clips of the device cut the tissue. How much bleeding occurred? Unknown. Was there any patient consequence? No. How was the issue resolved? Used er320 to complete the procedure. The lot# provided is not a valid #, please confirm the batch or lot# of the devices.

Event description:
It was reported that during a lap cholecystectomy, the clips were not clipping, they were cutting the cystic artery. They switched to a 10mm trocar, er320 to complete the procedure. There was a small amount of blood loss to the patient.

Manufacturer narrative:
(B)(4). Medical device: batch # r92w9w. Device analysis: the el5ml device was returned for analysis. The device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips were not fed into the jaws in the next actuation of the trigger. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the feed link was noted broken and the advancer was found to be bent causing the feeding issues and 8 clips were found inside the clip track. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.